Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficulty deploying the clip appears to be related to procedural condition due to misalignment between the l-lock shaft and clip. There is no indication of a product issue with respect to manufacture, design or labeling. His event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿four (4) fluoroscopic still images of the reported device were provided. All four images capture a similar instance and show the device in the same state. The images capture the distal delivery catheter (dc) and clip in which the l-lock shaft tines are located within the clip arms. During normal use, prior to deployment, the coupler is located in between the l-lock tines which provides an outward force, pushing the tines into the connector windows of the clip; this creates a mechanical attachment and coaxial alignment between the clip and the l-lock shaft. The coupler does not appear to be visible in between the l-lock tines, indicating that the user performed deployment maneuvers to mechanically separate the clip from the dc shaft. Presumably, the images were taken during the reported difficult deployment and subsequent troubleshooting maneuvers. There is evident misalignment between the l-lock shaft and clip, with the clip "tilted" about the l-lock shaft tines. The observed misalignment can prevent one or both of the l-lock tines from fully disengaging from the clip connector and likely contributed to the reported delayed / difficult deployment. Moreover, it was reported that "it was determined that the clip and mandrel needed to be more coaxial. Typical troubleshooting maneuvers were performed to attempt to get more coaxial. After 16 minutes, the mandrel released from the clip". This provides further evidence that misalignment between the clip and l-lock shaft was the cause of the difficult / delayed deployment, as confirmed in the images provided. The implanter performed the correct troubleshooting maneuvers of adjusting the system to release tension and improve coaxial alignment between the clip and l-lock shaft which corrected the misalignment, and the clip was successfully deployed. There are no other observations based on the images provided.¿

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional tricuspid regurgitation (tr), right ventricular outflow tract (rvot) displacement, and a pacer lead in the central area of the coaptation for a triclip procedure. It was noted that there was a posterior to anterior trajectory to the valve due to the displaced rvot. During deployment of the second triclip on the anterior and septal leaflets, the clip did not release from the mandrel after retracting the actuator knob. Instructions for use (IFU) were followed throughout the process. It was determined that the clip and mandrel needed to be more coaxial. Typical troubleshooting maneuvers were performed to attempt to get more coaxial. After 16 minutes, the mandrel released from the clip. The tr was reduced to grade 1-2. There were no adverse patient effects.